Manufacturer narrative:
Device evalution in progress.

Event description:
Information was received indicating that a (B)(6) patient being treated with smiths medical cadd solis hpca pump passed away. Reporter stated that the event occurred after 50 hours of the pump usage. The reporter did not state any pump performance issues. The customer has quarantined the pump.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The event history log was reviewed and revealed no anomaly that would attribute the event to the device. The root cause of the reported issue could not be determined as no issue was found with the device. Actions were taken to mitigate the reported issue: no action was taken as no issue was found with the device.